Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the log file was downloaded; data review revealed that no error/fault codes had been recorded. Additionally, the touchscreen was tested for functionality and calibration. The touchscreen open-short status was 'fail' when 'ok' was expected. The touchscreen was unresponsive and replaced due to a system failure and it remedied the unresponsive touchscreen.

Event description:
It was reported that the programmer had touch screen anomaly. Boston scientific technical services (ts) informed that the programmer needs to be returned for repair. No patient involvement was reported. The product was not yet returned for repair/analysis.